Event description:
It was reported while a patient had activated a pod they were unsure if the cannula was properly seated in the infusion site. The patients reported blood glucose level was 401 mg/dl. The pod was not worn. As treatment, the patient administered 2.5 units of manual insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.